Manufacturer narrative:
Part number# (B)(4) is not distributed in the united states; however, is a device of essentially identical design distributed in the united states. Applicable 510k# for united states distributed part is k082520. The sample associated to this report is not expected to be returned for analysis. The customer did provide a lot#. Manufacturing will perform a lot history review of the reported lot as part of the investigation. If significant information is identified from the lot review, then a summary of the findings will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the tube developed a kink during patient use. The end clinician reported that the patient experienced short period of "airway blockage" which required extubation and reintubation of a replacement tube. The tube was replaced without incident.